Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the jaws of the device were not able to be closed. The surgeon was not able to squeeze the handle. The device was replaced to resolve the issue in order to complete the case. There was no patient injury.